Event description:
User received two pt samples that generated discrepant results. During the performance of a method comparison between pro-bnp generation 1 and pro-bnp generation ii applications. Pro-bnp gen 1 gave 582.8 pg per ml; pro-bnp gen ii gave <5.0 pg per ml. Pro-bnp gen 1 gave 361.3 pg per ml; pro-bnp gen ii gave <5.0 pg per ml. Both samples were repeated a second time for both assays and reproduced the same results. User said samples with pro-bnp ii results of <5 ng/ml are re-measured for pro-bnp gen I, and only confirmed results were reported. If both applications generate discrepant results, both results are communicated. Due to this process and the unexpectedly low pro-bnp generation ii results, no adverse affect is expected; however, no info regarding if the pt was treated is available. If add'l info is received, appropriate notification will be provided.

Event description:
User received two pt samples that generated discrepant results. During the performance of a method comparison between pro-bnp generation 1 and pro-bnp generation ii applications. Pro-bnp gen 1 gave 361.3 pg per ml; pro-bnp gen ii gave <5.0 pg per ml. Both samples were repeated a second time for both assays and reproduced the same results. User said samples with pro-bnp ii results of <5 ng/ml are re-measured for pro-bnp gen I, and only confirmed results were reported. If both applications generate discrepant results, both results are communicated. Due to this process and the unexpectedly low pro-bnp generation ii results, no adverse affect is expected; however, no info regarding if the pt was treated is available. If add'l info is received, appropriate notification will be provided.